Manufacturer narrative:
Clarifcation to d6a. Implant date: 2018 was reported. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "intracapsular rupture". This record is for a left side. Device status is unknown.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture; capsular contracture, baker grade iii. Photo analysis: device photograph(s) for the device related to the reported event of rupture and capsular contracture requested on may 13,2026. It is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "intracapsular rupture". Healthcare professional then reported rupture and capsular contracture baker grade iii. This record is for a left side. Device has been explanted.